Manufacturer narrative:
Date of death is not known and is being captured as the aware date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to general infection. As well, it was noted that there was a loss of pacing contributing to patient death. Device status is unknown.